Manufacturer narrative:
Product complaint #: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a left knee revision due to pain and instability. Pre-operative exam was notable for flexion gap laxity. The surgeon noted the femoral component was found to be secure, however, it was noted to be approximately 10 degrees internally rotated relative to the trans-epicondylar axis, which aggravated the lateral side flexion gap. The femoral component and patella component were both well-fixed and not revised. Competitor cement was used during the primary operation. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.